Manufacturer narrative:
(B)(4).

Event description:
Left hip revision surgery was performed due to metallosis and elevated metal ion levels. Bilateral patient. Right hip revision reported via MDR 3005975929-2017-00162.